Event description:
It was reported that an a system error 2240 (air in line/set) alarmed on a homechoice claria device with unspecified transfer set during drain four of five, the patient was connected at the time of the alarm for peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that the transfer set disconnected from the titanium adapter. Furthermore, the titanium adapter "came apart during therapy" which led to the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.